Event description:
It was reported that a pt was admitted to the hospital due to confusion, altered mental status, and abnormal brain activity. The pt had a seizure history. The physician obtained contact info for the pt's implanting and f/u physicians. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).